Event description:
It was reported that, "patient called to report that she feels that the knee is going to "give out" when she walks. She is experiencing problems getting up from a couch or chair. Can not kneel. Feels pain and instability. Complained to her surgeon, (B)(6), and also went to two other doctors and they all stated that the x-rays are showing that the knee replacement is fine."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.